Event description:
User received discrepant alt results for one patient sample when changing to a new lot of calibrator. Initial alt result gave 34 u/l - exact date of testing not provided. In 2009, the same sample was pulled and rerun for alt with new lot of calibrator resulting at 22 u/l. Erroneous result was not reported. The technical support specialist and technical service representative assisted the customer to perform a water bath exchange, change cells, replace photometer lamp and recalibrate, which improved the performance of the assay.